Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital for a lead revision procedure. Upon review, the right atrial lead exhibited loss of capture and loss of sensing. The physician explanted and replaced the lead. The patient was in stable condition.